Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm implantable collamer lens into the patients left eye (os). Reportedly "he explanted 13.2 lenses for 12.6 lenses". The lens was explanted and replaced with a shorter length lens. Claim# (B)(4).

Manufacturer narrative:
Weight-race:unk claim# (B)(4).

Event description:
The reporter indicated that an 13.2mm implantable collamer lens was implanted into the patient's left eye (os). The lens was then exchanged for a 12.6 size lens.